Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported. Device eval by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported the tip detached. A v-18 control wire was selected for use. The tip detached during the procedure and was captured using a snare device. No further complications were reported.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported.

Event description:
It was reported the tip detached. A v-18 control wire was selected for use. The tip detached during the procedure and was captured using a snare device. No further complications were reported. It was further reported the a v-14 control wire was used in a heavily calcified superficial femoral artery (sfa).the wire tip was noticed to be in the distal vessel prior to retrieval with a snare. Device eval by manufacturer: the unit returned has tip damage. The device presents with its distal tip kinked and peeled off. There is also a kink on the body of the device. The overall length and outer diameter (od) of the distal tip could not be measured due to the condition of the device. The od of the middle and proximal sections were within specification.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2018 as no event date was reported. Device eval by manufacturer? The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the tip detached. A v-18 control wire was selected for use. The tip detached during the procedure and was captured using a snare device. No further complications were reported. It was further reported the a v-14 control wire was used in a heavily calcified superficial femoral artery (sfa).the wire tip was noticed to be in the distal vessel prior to retrieval with a snare.